Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. The first device 1.5mm x 20mm x 143cm coyote es balloon catheter was initially inflated at 6 atmospheres (atm) for 30 seconds. However, on the second inflation at 14 atm for 30 seconds, the balloon ruptured. The device removed and replaced with a 2mm x 20mm x 143cm coyote es balloon catheter. The device was initially inflated at 6 atm for 30 seconds. On the second inflation at 10 atm for 30 seconds, the balloon ruptured. The device removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.